Event description:
Doctor performing pectus excavatum procedure while using umbilical tape to pull the pectus bar through, used excessive force instead of the recommended guiding technique and punctured the pericardium. The patient is now in a coma.